Manufacturer narrative:
Manufacturer ref# cn-(B)(4). Summary of investigational findings: the tulip filter could not be advanced through the sheath from femoral approach. Sheath and filter were removed and another filter was successfully placed. The complaint reported by the user was confirmed. The complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records review could not be completed as the lot number is unknown. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is no evidence to suggest that the user did not follow the instructions for use and/or label. A definitive cause could not be determined from the investigation. Possible causes may include a kink in the sheath preventing advancement of the filter/filter introducer. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref # (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the wire went down in the body, (glidewire advantage,) the sheath and dilator were flushed normally and inserted over the wire normally. Then the wire and dilator were pulled out, the sheath remained in the body and the filter deployment system was inserted into the sheath. The deployment system would not advance 1/2 way through the sheath. The pin and pull mechanism was not activated. The filter got caught in the sheath prior to deployment. The sheath was removed along with the filter, and they had to regain access to complete the procedure. Patient outcome:delay (10 min) had to regain access to complete the procedure.